Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to hospital with symptoms of jaundice and fever. The patient was diagnosed with cholangiocarcinoma with biliary obstruction so they underwent biliary drainage. 2 days post the biliary drainage, it was reported that a complete se stent was implanted. The patient was reported to be progressing well and was discharged 1 week later. It was discovered the implanted complete se stent was expired post implantation. There were no adverse events reported related to the expired stent implantation. The patient passed away a couple of weeks following discharge from the hospital. The physician does not believe the expired stent contributed to the patient's death as the patient had metastatic cancer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.